Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a laparoscopic rectal resection procedure on (B)(6) 2024, and ¿one hour and 30 minutes after the start, there were changes in the patient's vitals, and when the patient's condition was checked, subcutaneous emphysema was confirmed that had spread to the chest area, so use was discontinued. Permission from vice director ¿, he then switched to an olympus pneumoperitoneum and continued the surgery. Setting pressure: 10mmhg gas flow rate: 40l/min¿. The procedure was completed with ¿olympus's pneumoperitoneums device¿. There was no report of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury of subcutaneous emphysema, with no indication of a device malfunction. The airseal bifurcated smoke evac filtered tube set will be listed as a concomitant device. There are no allegations against it.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a laparoscopic rectal resection procedure on (B)(6) 2024, and ¿one hour and 30 minutes after the start, there were changes in the patient's vitals, and when the patient's condition was checked, subcutaneous emphysema was confirmed that had spread to the chest area, so use was discontinued. Permission from vice director, he then switched to an olympus pneumoperitoneum and continued the surgery. Setting pressure: 10mmhg gas flow rate: 40l/min¿. The procedure was completed with ¿olympus's pneumoperitoneus device¿. There was no report of a malfunction of the as-ifs1 device. This report is being raised due to the reported injury of subcutaneous emphysema, with no indication of a device malfunction. The airseal bifurcated smoke evac filtered tube set will be listed as a concomitant device. There are no allegations against it.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 96 reports, regarding 96 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.